Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed hardware error '!' On (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Due to an error icon displayed on the receiver, a data log could not be downloaded. The receiver was received in a condition making it impossible to complete and investigation. The reported event of an error icon display could not be confirmed. A root cause could not be determined.